Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during a revision procedure the patient's cervical spine was transected. The patient was hospitalized and the device was removed the following day. There have been no reports of further complications regarding this event.